Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent ventricular capture and noise oversensing due to possible electromagnetic interference (emi). The issue was resolved. There were no patient consequences.